Event description:
A report was received that the patient's lead was displaying high impedance contacts. The patient underwent an explant procedure in which the lead and splitter were explanted and replaced with new leads. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient's lead was displaying high impedance contacts. The patient underwent an explant procedure in which the lead and splitter were explanted and replaced with new leads. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead found cables that were completely broken at the bent/kinked location of the lead. High impedance readings were registered at contacts # 1, 2, 3, 5, 6, 7, 8, 9, 10, 11, 12, 14 and 16. This location appears to be the site where the sutures were positioned, 1cm from the clik anchor site. The broken cables resulted in the reported complaint. Additionally, the proximal array was fractured and it resulted in 2 damaged cables. The root cause of the damage is unknown. (B)(4), the complaint was not verified. The splitter passed all tests including visual, impedance, diameter, and electrode pitch test. Device exhibits normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-3400-30, serial: (B)(4), description: 30 cm splitter kit.